Event description:
Customer reported that she had a red rash on her skin and itchy palms and feet and sought medical treatment. Customer claims that her rash was an anaphylactic allergic reaction to latex that was caused after wearing willow incontinence underwear for 16 hours.